Manufacturer narrative:
(B)(4). The DHR for the instrument in question was reviewed and found completely without any irregularities. This instrument was manufactured at the teleflex medical facility as part of a 50pcs. Long in (B)(6) 2004. The returned instrument was evaluated and it was found that the spring was loose from the flag on the single handle and the shape on the bend was incorrect thus validating the alleged complaint. Further evaluation showed that when the spring was rebent and re-attached to the flag this instrument was able to pick-up, retain, close and release clips both with and without the use of silastic test tubing as required of its function. Parts were 100% visually inspected and function tested at the teleflex medical facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process. At this time we are unable to determine how the defect was caused since we cannon conform how this instrument was handled, but mishandling as the customer's site is suspected. No corrective action is required at this time.

Event description:
Alleged event: clips fell from the applier and some clips dropped into the patient but all clips were removed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4) the device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: clips fell from the applier and some clips dropped into the patient but all clips were removed. The patient's condition was reported as fine.